Manufacturer narrative:
The device was evaluated by olympus. The evaluation confirmed the front panel light was flashing due to faulty turret motor. Additionally, the scope socket connector was worn out and the non-olympus lamp was over 500 hours. The lamp door, bottom and top chasses were corroded. The faulty parts were replaced and inspected to meet olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that, the evis exera ii xenon light source front panel light failed due to system failure. The light was blinking and would not stay on. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device history record was unable to be reviewed for this device since the device was manufactured over 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the definitive root cause of the reported issue was due to the faulty turret motor and mesh turret. Olympus will continue to monitor field performance for this device.